Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00500: case 1, 3025141-2019-00501: case 2, 3025141-2019-00502: case 3.

Event description:
Article: fixation of proximal humeral fractures with the polarus nail, rajasekhar, c. Frcs; ray, p.s., mch; bhamra, m.s., frcs, chm; j shoulder elbow surg january/february 2001. Case 4: patient experienced pain and grating sensation in the shoulder due to a backed out screw following implantation of a polarus nail; revision surgery was performed to remove the screw.